Event description:
Patient was undergoing endoscopic treatment for a gastrointestinal bleed. During the use of this injection gold probe, the needle detached from the head. The tip did not detach in the patient. The procedure was successfully completed with another device. There were no patient complications. A portion of this device was returned and evaluated by this manufacturer. The engineering evaluation indicated the tip with the needle guide tube assembly was returned and had detached. The returned portion was found to be within drawing specifications. The distal end of the catheter was dissected and evidence of tapping and glue were found and the presence of glue was noted at the bottom of and around the transition step. The cause for separation could not be determined. The company believes user technique and/or patient anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.